Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Pain after hip rotation right. Load of the right leg is no longer possible. Hip-tep-implantation of right hip was completed in 2009. Radiological tests showed the ceramic inlay had multiple fractures. On (B)(6) 2016, revision of right hip with change of ceramic inlay and ceramic head was completed. Disposal of multiple, partly acute inlay fragments. One component is marketed in the u.s; all non-u.s. Marketed components are reported as concomitant medical products.

Manufacturer narrative:
The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the ball head as a result of contact with metal parts after the primary fracture event. Primary metal transfer can be found on the taper of the ball head. On the polished surface of the ball head there are clearly designated wear areas. The ball head does not provide hints for the cause of the fracture of the insert. Due to the missing insert a breaking cause could not be determined.